Event description:
It was reported that during a colorectal procedure, the device misfired. No other details are known. No patient impact reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4): crimp. The analysis showed that the ats45 device was received with the articulation mechanism damaged and with the anvil closed and the closure ring extended from the flex neck due to an insufficient closure ring crimp. The device was received without a cartridge reload present. In addition, the cannula test was failed due to the insufficient anvil crimp. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on why the closure ring crimp was insufficient and the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.